Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, sensing and telemetry anomalies. The device was in voo mode and could not be programmed.